Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was verified through a review of the event history log and caused by a failed motor. The failed motor assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105 (¿pic motor error¿). There was no report of patient injury or medical intervention associated with this event. No additional information is available.